Event description:
Pt had a breast augmentation performed in 1/97. She subsequently developed partial deflation of the left mammary implant and capsule con traction surrounding the right mammary implant. On 6/17/97 she underwent open capsulotomy and exchange of implants.